Manufacturer narrative:
Second device received; other: c9c469=batch #; exp date = 02/2011; h4: 03/2006. Eval summary: two devices (a-b) were returned with the blades scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The devices were tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies related to the event were found during the mfg process.

Event description:
It was reported that during the gyn case, the generator gave an instrument error. A second instrument was used, and the case was continued. But later in the case, the generator received another instrument error. At that point, the surgeon was finished with that portion of the procedure, so there was no further need for the harmonic. No pt consequence.